Manufacturer narrative:
Additional information: a quality investigation was performed. Based on the examination of batch records the product was manufactured according to specification. Although there is not enough information to conclude the product did not meet specification and perform as intended, there is a previous investigation applicable for the type of nebulizer issues reported in the current complaint. The previous investigation is still pending; therefore, this complaint will remain open until completion of the investigation. A sample was expected but not received. The investigation will be updated once the complaint sample is received and evaluated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as the results of the investigation indicated that the possible product affected by non conformity under this investigation was produced in an old injection machine which had not the technology to detect and prevent a failure like a double cycle. That machine has been discontinued and it is not in use anymore. Inspection process for nebulizers should be reviewed / improved to increase its level of confidence to detect any failure or variation in the equipment and process. A corrective action was initiated to address the manufacturing quality inconsistencies and additional training initiatives were implemented for the operators. The non conformance has been closed. Therefore this complaint can be closed and no further actions are required. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 13, 2016. (B)(4).

Manufacturer narrative:
Manufacture date: 07/2014. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested; however, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there were reportedly 15 devices affected by this issue. A separate FDA form 3500a or its electronic equivalent has been submitted for each case. (B)(4).

Event description:
It was reported the "when the nurse connected the product with the oxygen tube and wanted to start the treatment of the patient, the mask did not nebulize". It was further reported that "it makes a wheezing sound and no "dust" comes out like normally".

Manufacturer narrative:
Previous investigation leveraged for this complain and the investigation is completed. Two root causes were identified. The jet was being produced in an old injection molding machine that was not conditioned with an alarm to detect and prevent the variation (double cycle) in the process. This machine has been discontinued. Inadequate inspection process for nebulizers. Corrective action has been implemented to include: verifying all active molding machines to confirm all have integrated the required alarms. Create a temporary quality alert to inspect nebulizer components every 2 hours as our inspection process is updated. Creation of a test method for inspection of molded components (nebulizer set and jet). Create a test method for inspection of molded components, clarify all details of process to do the mixing and add a form to record the amount of resin and material used in each mixing, determine water flow rates, water temperature and pressure, and include process parameters to be monitored. Determined the expected shelf life of pins for the orifice of cup and jet, and establish its replacement in the adequate period of time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 6, 2015. (B)(4).